Event description:
Reporter indicated that since stimulation was initiated, the pt has been experiencing constant mild hoarseness. It was also reported that the hoarseness is not an issue with the pt because the vns has helped them. Investigation to date has been unable to determine whether the pt has been diagnosed with vocal cord paralysis.